Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion in the mid left anterior descending (lad) artery. The stent passed through the guide catheter and the non-medtronic guide extension catheter (gec) into the vessel. It was reported that an attempt was made to reposition the stent when it was noted that the stent was off the delivery system in the vessel. The delivery system was removed, and another balloon was inflated past the undeployed stent. The stent was the pulled back into the non-medtronic gec and removed from the body. The patient was unharmed. No further injury reported.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a calcified lesion in the mid lad artery with 70% stenosis and the distal lad with 80% stenosis. The distal lesion was treated with a 1.5 x 15 mm non medtronic balloon and a 2.0 x 12mm non medtronic balloon. The intravascular ultrasound (ivus) failed to cross to the distal lesion. A 7fr non medtronic guide extension catheter was inserted followed by a 2.5 x 12mm non medtronic balloon to treat the distal lad. After the balloon was taken out, the stent was advanced to the distal artery. The stent came off the balloon. Another 1.5 x 12 mm non medtronic balloon was inserted and inflated distal to the undeployed free stent. The stent removed from the body along with the gec. The percutaneous coronary intervention (pci) continued with a shockwave to the mid lad and a 3.5 x 28 mm to the mid lad. The distal lad was treated with plain old balloon angioplasty (poba). Device lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident on the hypo-tube. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Additional information: the device was inspected and prepped as directed without any noticeable issues. The device did not pass through another stent. Resistance was not noted when advancing the device. A non-medtronic intravascular ultrasound (ivus) was used. Initial reporter phone number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.